Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five days following an open end-to-end ileoileostomy with small intestine segment resection for an obstructive ileus, the patient had an anastomosis insufficiency with regular blood circulation, intestinal paralysis, increase in inflammatory signs and peritonitis. Re-laparotomy sufficiency, resection of anastomosis and ileostomy were done to complete the case. This resulted in a 14-day extension of patient's hospitalization for sepsis therapy.